Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that the patient had developed an open sore under her left breast. The sore was bleeding. The patient's physician prescribed an oral steroid and the sore healed. The patient continued to wear the lifevest.